Manufacturer narrative:
Patient weight: unknown/asked but unavailable. Date of event: unknown, not provided, but the best estimate date is between dec 1, 2021 and dec 13, 2021. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) was explanted from patient's right eye due to halos and glare. The incision was enlarged and another johnson & johnson lens of different model and diopter (sn_(B)(4)) was used as the replacement. No further information was provided.

Manufacturer narrative:
Additional info: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jan 12, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received wrapped in moist gauze. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. No defects that would contribute to the complaint issue were observed. Based on the return condition of the lens, no further evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.